Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they think they are having problems with their device because of a ¿rhizotomy¿ their pain doctor gave them a couple of years ago. The rhizotomy was described as a diathermy. The patient stated that they did not feel the stimulation because they don¿t have feeling ¿down there anymore¿ of a non-device related ¿radical vasectomy¿ and 3 back surgeries. The patient did see their managing healthcare professional (hcp) for their problems on (B)(6) 2019. The patient was on program 2 and the device was on. They turned the stimulation up to 2 where the patient felt ¿something some sensation of stimulation across in his gluteus maximus¿ described as slight stimulation. The patient stated that there was no pulse to the simulation they felt. They also reported that before the rhizotomy, they had a ¿"large gluteus maximus that was hard and strong" but now they had virtually no gluteus maximus left. (See general text for non-complaint information rule out) 2019-mar-11 crts (B)(4) (con): no additional information.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that he was having an imaging procedure due to a problem with the device or therapy. He had a CT scan scheduled, but canceled it because he thought he could have an MRI on his implantable neurostimulator (ins). The MRI was to see the leads and look at issues with his bowels. No event date, clear alleged issue, potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Additional information was received from a consumer indicating that the device wasn¿t functioning because their nerves weren¿t picking it up. The patient stated they asked their healthcare provider about removing it but they were told it was not necessary. On (B)(6) 2019 the patient clarified that they were referring to a continuation of the bowel issues they had previous reported. The patient reported that even after they had the lead replaced the therapy never quite worked as well for them and the bladder and bowel leakage got gradually worse over time since (B)(6) 2015. When asked to clarify the statement about their device not working and their nerves not picking it up, the patient stated their healthcare provider would ¿test it with the thing they had in their office¿ and would ask if the patient was feeling stimulation but the patient wasn¿t sure. The patient also reported that it felt like their ins was leaking due to the pain they felt at the ins site, and they did not know when this started. The patient noted their healthcare provider told them it was impossible, but since the ins was turned off the patient no longer experienced pain. No further complications were reported.